Manufacturer narrative:
No medwatch form was received. Final analysis was normal.

Event description:
It was reported that during a routine device change out, the pulse generator exhibited an error message upon interrrogaion, unacceptable thresholds were also noted. The device was not used.